Event description:
On 23-sep-2025, the user reported that three connectors from a pack did not twist properly onto the ilet device, while the remaining seven functioned without issue. The user attempted to tighten the faulty connectors without success but was able to use new ones successfully. Blood glucose (bg) was not affected during the event, and no medical intervention was required.